Event description:
The pt received her scs system on (B)(6) 2006. It was reported the pt had discomfort at the ipg site, and stimulation was not in the correct area. The physician replaced the system on (B)(6) 2011, and found the ipg had twisted several times, accounting for the discomfort. It was reported the pt received stimulation postoperative.

Manufacturer narrative:
Eval - results: the device as received was functional. It communicated with all lab utility. There is no alleged functional failure to meet spec. The event cannot be confirmed through product analysis testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.